Event description:
It was reported that the patient was revised due to pain and fracture of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Eval summary: office notes indicate a CT scan was previously performed and showed significant loosening of the tibial tray with a tibial stem. Radiographs depict the components in good position with on evidence of subsidence or abnormal wear. Review of the returned radiographs depicts a smaller gap on the medial side in comparison to the lateral side between the femoral and tibial components. The quality of the radiographs is poor. The size 2 femoral component is not compatible with the size of 00/0 articular surface. It is unk if the incompatibility contributed to the reported articular surface fracture. A definitive root cause cannot be determined. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Manufacturer narrative:
A review of the revision operative notes indicated that the locking mechanism of the tibial insert had failed. It did not displace but the insert was mobile in the tray and the locking mechanism was broken and was easily removed. After surgery, the knee showed good stability in full extension without hyperextension. Zimmer package insert gender solutions natural knee flex system states fracture/damage of the prosthetic knee components of surrounding tissues as a potential adverse effect of the surgical procedure. A definitive root cause cannot be determined with the info provided. This device is used for treatment.